Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4), initial report.

Event description:
The following was reported to hamilton medical ag: during patient ventilation the screen went black and alerted for ¿safety ventilation¿. The ventilator device seems to have had problems with battery issues for some time now. Replacing battery number 2 didn't solved the issue. Patient harm is reported but it has not been clarified if the harm was caused by the ventilator or if the harm has a different cause. The harm itself is not further specified. No data log files were provided to hamilton medical.

Manufacturer narrative:
Investigation outcome: it was reported that the device switched to safety ventilation. No device logs were provided with this complaint. No further information and details concerning the case and patient outcome was received. Therefore, no investigation could be performed. This case is considered as closed. If additional information is received that changes this assessment, a follow-up report will be submitted.